Manufacturer narrative:
The hospital biomed replaced the power control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during servicing of the unit, it was noted that the ventilator would not turn on. There was no report of patient involvement.